Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device presented no image and the cable was broken. The issue was identified during setup/ inspection for use. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4 - primary UDI number, d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure (the cable is broken) was confirmed. Regarding the customer allegation no image, the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to cut in cable unit the water tightness is lost was due to a component failure. And related to the customer allegation no image, it was not detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.